Event description:
Customer reported false (B)(6) reactions with a patient previously confirmed to have an anti-e to the e pos donors (cell#3 and 6) of 0.8% resolve panel a lot# vra196. Customer reports initial testing was performed on the sample against 0.8% surigscreen and reports cell#2 (e+) had yielded a (B)(6) reaction. After testing with vra196, customer then tested the same sample against their new 0.8% resolve panel a and reports (B)(6) reactions to the cell#3 and 6 ( e pos) donors on this panel. The customer was guided in concentrating the cell#3 and 6 of both 0.8% resolve panel a lots to a 3% concentration and testing the donors for the e antigen. Customer reported that cell#3 and 6 on both panels yielded a (B)(6) reaction against their anti-e antisera (immucor) confirming the presence of the e antigen. Both cell#3 and 6 to lot# vra196 have been confirmed to have normal appearance with no haze or hemolysis present. Gel cards and reagent red cells confirmed to have been stored according to their ifus.

Manufacturer narrative:
Ocd performed retain testing and batch review; all results were satisfactory. Complaint review by lot identified a trend of six complaints for lack of reactivity of the e (big) antigen with vra196. Sample was not available to be sent to ocd for further investigation.(B)(4).